Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) due to chronic high capture threshold. At the most recent follow-up, the patient outputs were increased to 4.5 volts at 1 millisecond and the battery longevity estimate dropped from three years to less than six months to elective replacement indicator (eri) within three months span. Additional information was received, stating that the device remain in-service at this time. There were no patient complications or adverse effects reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) due to chronic high capture threshold. At the most recent follow-up, the patient outputs were increased to 4.5 volts at 1 millisecond and the battery longevity estimate dropped from three years to less than six months to elective replacement indicator (eri) within three months span. At this time, the device remains in service. No adverse patient effects were reported.